Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition/left occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), fatigue ("fatigue"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2012 tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, allergy to metals, rash, skin disorder, fatigue, nausea, weight increased and headache had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, fatigue, headache, nausea, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: received treatment for pain, migration, other injuries/sympt: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: left occlusion only, migration, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury were updated to pelvic pain, abdominal pain, nickel allergy, rash/skin condition, migration/ malposition, fatigue, nausea, weight gain, headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.